Event description:
Patient #1 from literature: l.g. Close, a.k. Hsu, s. Rickert, m. Shrime, a. Tabaee (2006). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. American journal of rhinology(2007) 21:174-179. Summary of article from abstract: thirty-seven patients underwent medialization with placement of floseal. A statistically significant higher incidence of synechia formation was noted in patients who underwent middle turbinate medialization with the placement of floseal (18.9%).

Manufacturer narrative:
This is a series of seven cases from a clinical study of 37 patients treated with floseal (publication 2007). While the individual case histories are not available, it has been determined that 7/37 patients developed synechia (adhesions). While synechia formation may occur after this type of procedure, a statistically significant higher incidence of synechia formation was noted in patients who underwent middle turbinate medialization with the placement of floseal versus medialization alone (18.9% in the floseal group versus 6.7% in the control group). Overall, synechia formation was noted in 16 patients (9.3%). Patients experiencing synechia, however, underwent a statistically significant higher rate of revision procedures (25% versus 5.1%). The authors of this publication conclude that the placement of floseal in conjunction with middle turbinate medialization may result in a higher incidence of synechia formation. While there are no details on the application volumes and irrigation of floseal excess one cannot exclude that floseal has contributed to synechia formation. These cases are reported since based on recent peer-reviewed publications and similar adverse event reports it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, we categorize this report as possibly related to the application of floseal.